Manufacturer narrative:
Manufacturer's report date: 03/21/2014. Internal file no: (B)(4). The customer declined an event log review and product evaluation. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Customer stated in the ICU the pump was infusing, then alarmed for "critical failure error" but did not shut off. The device was removed from service and sent to biomed. There was no pt harm or medical intervention. Although requested, no additional pt or event details were provided by the customer.